Event description:
It was reported that an electrocardiogram suggested that the patient was in atrial fibrillation (af); however, the device atrial electrogram showed no discernable af signals suggesting undersensing of the implantable pulse generator (ipg) and vdd lead system. The ipg and lead remain in use. No patient complications have been reported as a result of this event.